Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the reported ¿no image¿ issue could not be reproduced and the root cause could not be determined, however, it is presumed that image noise occurred due to a cable failure, causing a temporary communication failure, and the image was temporarily not displayed. The event can be prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation could not confirm the customer¿s reported problem, no image, however, the image was found ¿noisy¿. The noisy image was attributed to a defective cable unit. The device has not been repaired in the last year. The cause of the defective cable unit could not be determined, however, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer autoclavable camera head has a ¿no image¿ malfunction. The customer reported problem was found during inspection before use. There was no delay as a result, and the scheduled laparoscopic surgery was completed using another camera head. No death, injury or harm was reported to olympus.